Event description:
It was reported that the 6600 system made a buzzing sound and alarmed when images were taken. No patient injury was reported.

Event description:
During the installation of the technical service bulletin, the abbott service representative noticed the architect wash zone ground strap was corroded. No incidents or injury occurred.

Manufacturer narrative:
(B)(4). Suspect medical device: architect reaction vessels, lot 71234p100, expiration date: na. Upon further review, the customer issue is associated with remedial action reporting number 1415939-2/27/09-003-r, as another lot of the suspect reaction vessel was in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. Vascular access was obtained with an ipsilateral approach through the femoral artery. The 100% stenosed, de novo lesion was located in a moderately calcified and moderately tortuous left anterior tibial artery. The physician advanced the 1.5mm x 20mm sterling es balloon catheter. On the first inflation the balloon was eventually inflated to 8atms and ruptured. The device was removed from the patient intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Architect reaction vessel lot 71234p100, device MFR. Date: 11/19/08, expiration date: na architect i1000sr analyzer, list # 1l86-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated an architect i1000sr analyzer generated error code 1007, unable to process test, on approximately one percent of all tests when reaction vessels of lot 69060p100 were in use. The issue was resolved with the implementation of lot 71234p100. There was no adverse impact to patient management reported.